Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases flat, delamination of the valve, broken plug strap and missing plug strap leak test and microscopic analysis was performed which identified: delamination total of the valve and sharp broken on plug strap. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure). Missing plug strap assessed as inconclusive. A sharp broken on plug strap assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation. Device was explanted.